Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a f/u report detailing the results of the eval.

Event description:
A report was received stating that during use of the device, the tubing had become separated from the stopcock. There were no adverse effects to the pt.